Manufacturer narrative:
The reported high co2 delivery could not be reproduced but was confirmed after review of the logs. Potential cause is moisture in the breathing circuit. The cause could not be determined. Block a: no patient information provided to date after calls to customer 05/30/23 and 05/31/23. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in high co2 delivery during a case. There was no patient injury.